Event description:
New information was received. The primary cause of death was pancreatic cancer; the patient death is not device related.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient expired on (B)(6) 2017 due to unknown causes. There was no apparent malfunction related to the devices and the cause of the death remains unknown. Further information was not available. Related manufacturer references numbers: 2938836-2017-30785, 2938836-2017-30844, 2017865-2017-07579, 2017865-2017-07543.